Event description:
An aneurx bifurcated stent graft of unk size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology was reported to be not tortuous with little calclification. The aneurysm walls were reported to be very thin. The pt had a history of cardiac problems and obesity, and was reported to be in poor general health. The bifurcated stent graft and an iliac limb were deployed through the right side without incident. Unsuccessful attempts were made to cannulate the contralateral gate with a guidewire, a catheter, and then a sheath. It was reported that the guidewire had perforated the aorta. When the sheath was advanced, the pt's blood pressure dropped. The perforation as sealed with placement of an iliac limb. An endoleak was noted in the middle of the gate, and it was resolved by balloon angioplasty and placement of a cuff. The procedure was completed; however, the pt died approximately two hours post-implant. The cause of death is unk.